Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index procedure to treat a 57.5mm aneurysm, the stent graft etuf3614c102e endur ii aui was unable to advance through the right common iliac artery. Per the physician the cause of the event was anatomy related. The anatomy was noted to include severely diseased vessels. The patient subsequently died approximately two weeks later, with the cause of death unknown.

Manufacturer narrative:
Additional information received: it was reported there was delayed hemostasis noted after the index procedure; however, its cause could not be confirmed. The physician performed a endarterectomy of the right common femoral artery as here was extensive disease. After debriding the lesions, the physician used a bovine and closed the arteriotomy. It was said that suturing the bovine patch and checking for leaks took time. There was no closure device used. This was performed after the attempted implant and the procedure was then completed. The blood loss could not be confirmed, but one unit of blood was administered to the patient. It is unknown if the endurant stent graft or attempted implant caused or contributed to the patient death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.